Event description:
Additional information for report mw5159559 on april 9th, 2025 to correct the procode: qzi.

Event description:
A patient had a stroke shortly after ablation using the varipulse platform during a clinical trial in the us (before FDA approval). This adverse event has been reported to the FDA. Before this event, at least two patients had a similar complication (postprocedural stroke) using the varipulse platform in europe (commercial release). These events might be related, it is unclear if they were reported to the FDA.